Manufacturer narrative:
Device evaluation of the photographed device summary: according to the information received, the patient experienced a deflation in the cpx4 with suture tabs medium height smooth expander. Upon visual evaluation of the image provided in the complaint, a tear is observed at the juncture between the shell and the front patch. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Reason for device explant and/or reoperation: deflation. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast reconstruction surgery with a cpx4 with suture tabs medium height smooth expander experienced right sided deflation post procedure. As a result, patient underwent removal and replacement with a non mentor breast implant on (B)(6) 2021.